Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the adc device. The customer experienced symptoms described as nausea, headaches, shortness or breath, seizure, and loss of consciousness. Paramedics were called and upon their arrival, a sensor scan result of 14 mmol/l was obtained compared to a reading of 35 mg/dl obtained on the hcp meter. The readings, when plotted on a parkes error grid, fall out of range, showing the difference in values to be clinically significant. Customer was transported to a hospital and upon arrival, a reading of ¿more than 30 mmol/l¿ was obtained via laboratory blood glucose result and diagnosis of hyperglycemia was rendered, however no diabetes-specific treatment details were provided. Customer was in a coma and remained hospitalized for multiple days, requiring ¿artificial lung ventilation¿ as treatment. No further treatment details were provided. There was no report of death or permanent impairment associated with this event.